Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, mid circumflex artery, the 2.5 x 15 mm trek was inflated a second time at 12 atmosphere (atm) when the balloon ruptured under angiogram. A second trek balloon was used to pre-dilatate the lesion. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted contrast in the inflation lumen and in the balloon, which is consistent with preparation for use. There was no blood visible. The balloon was loosely folded, which is consistent with the catheter being inflated. An indeflator filled with water, was used in an attempt to pressurize the balloon but the balloon would not pressurize due to the dried contrast. After the catheter was left pressurized to dissolve the contrast in the inflation lumen, the balloon was inflated to rated burst pressure (rbp) with no rupture noted to the balloon. In this case, it is possible that the contrast in the catheter was too thick, and therefore, prevented the catheter from inflating during the procedure; however, this cannot be confirmed. There were small tears in the distal end of the tip, which may have occurred as a result of interaction with the reported moderately calcified, mildly tortuous lesion and/or accessory devices. There were three bends in the hypotube, and the bayonet was kinked and twisted. Since these damages were not noted during the inspection prior to use, or included in the complaint incident, these damages most likely occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. Factors that may contribute to balloon material rupture include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and/or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. A review of the lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database for the reported lot revealed no other incidents reported for balloon rupture, tip damage, or shaft damage. There is no evidence to suggest a potential product deficiency. All catheters are visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release.